Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the back of the insulin pump came off after it was dropped. Blood glucose level at the time of the incident was 176 mg/dl. The customer reported that the insulin pump had fallen apart and the settings were erased. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, a cracked end cap, cracked battery tube threads, and minor scratches on the lcd window.